Event description:
New information received indicated that device exhibited additional episodes of auto mode switch for far r oversensing. Programming changes were recommended. No other anomalies or patient symptoms were reported.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that patient presented a transmission via merlin.net. Multiple inappropriate mode switch episodes were observed. Review of the transmission revealed oversensing on the atrial channel following a biventricular paced event. Programming changes were made and no further issues reported at this time. Patient is fine.